Event description:
Per biotronik representative sabrina vinterfeld, this lead was implanted; after the patient was sewed up, it was noticed that the lead had high impedances and the physician had split the lead. The patient was reopened and the lead was replaced with another selox st 53.